Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08215. It was reported that stent thrombosis and chest pain occurred. There were two target lesions treated. Target lesion #1 was located in the proximal left anterior descending artery (lad). The lesion was treated with a 3.00mmx16mm synergy ii everolimus-eluting platinum chromium coronary stent system . Target lesion #2 was located in the proximal left circumflex artery (lcx). The lesion was treated with a 3.00mmx16mm synergy ii everolimus-eluting platinum chromium coronary stent system. The patient was given 600mg plavix during the procedure. Approximately about 30 to 45 minutes post procedure, the patient experienced chest pain and diaphoresis. The patient was brought back to the cardiac catheterization laboratory and re-catheterization was performed. When the physician looked at the left system, it was noted that the proximal lad and the lcx were clotted. Activated clotting time (act) was taken and revealed 193 seconds. Heparin and plavix were given to the patient. A 3.25mmx8mm non-compliant balloon catheter, 3.0mmx20mm and 3.0mmx12mm emerge balloon catheters were used to open the vessel and the procedure was completed. No further patient complications were reported and the patient¿s current status is doing well.

Manufacturer narrative:
Patient identifier, date of birth, patient sex, describe event or problem, initial reporter first name: updated. (B)(4).

Event description:
It was further reported the patient presented with acute coronary syndrome with noted unstable angina. Intervention was performed on multiple lesions during the procedure. The mid 1st diagonal was 75% stenosed and 35mm in length. Pre-dilation was performed with a 2.5x30 emerge balloon catheter and 2.5x38 synergy ii stent was deployed at 12atms with 0% residual stenosis. The 95% stenosed mid right posterior descending artery (pda) was 10mm in length. The lesion was pre-dilated with a 2.25x12 emerge balloon. A 2.25x16mm synergy ii stent was deployed at 12atms and an overlapping 2.25x24 synergy ii stent was then deployed to cover the 70% stenosis in the ostium. The 75% stenosed right pav was 26mm in length. A 2.75x28 synergy ii stent was deployed at 17atms with 0% residual stenosis. The previously reported lesions at the proximal lcx and proximal lad were at a bifurcation which included the distal left main (lm). The lesions were 75% stenosed. Pre-dilation was performed with a 2.5x15mm emerge balloon in the lm and then 2.5x12mm emerge kissing balloons after individual inflations at 6-8atms. The physician "double barrel stented" with the two 3.00mmx16mm synergy ii stents into the lm, lad and lcx with simultaneous pressures to 6atms after individual inflations to 14atms. There was no residual stenosis or dissection. When the patient returned to the cath lab, the double barreled synergy ii stents at the lad/lm/lcx bifurcation were 100% occluded. The patient was treated with heparin and integrillin, not plavix, during the intervention. Flow was restored to the branches once the lad and cx were wired. In addition to the previously reported balloons used for treatment of the thrombosis, a 3.0x30mm emerge balloon was also used. Both stents were widely patent. The physician noted that it was possible, although not clear, that the stent in the ostial lcx may not have been fully deployed at the ostium.